Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a blue foreign material came out of the irrigation and aspiration (I/a) tip and became lodged into the posterior capsule causing a tear during a cataract removal with intraocular lens implant procedure. The surgeon used forceps to remove the foreign material from the capsule and completed the procedure with no further issues. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon indicated a blue foreign material was irregular in shape (dimensions unknown) and embedded itself into the posterior capsule. The surgeon reported she had to manipulate the material to remove it which caused the tear in the capsule. The surgeon reported the "patient is stable" and the "vision is fine". In addition, it was reported that the blue foreign material disintegrated during inspection at the facility 's pathology department.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. We were informed the sample will not be returned but will be sent to an outside agency by the customer for further investigation. Without the sample, a root cause analysis could not be performed in order to ascertain possible causes for this event. The root cause of the customer's complaint could not be established as a sample was not returned. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Action will not be taken for this occurrence as a sample was not returned and a root cause evaluation could not be performed. After investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).